Event description:
Reference number (B)(4). Event occurred in bahrain. It was reported that patient faced infusion set cannula bent event (B)(6) 2026. The blood glucose level was high (22 mmol/l) and treated with insulin pump. The event occurred within first day of insertion.the infusion set has been in use for few hours. The site of insertion was abdomen. No further information available.